Event description:
Olympus medical systems corp. (Omsc) was informed that during the case that the subject device was used, the doctor couldn't retract the needle of the device into the sheath. The doctor drew out the endoscope from the patient's body, and retrieved all parts of subject device after cutting the subject device. And the doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that the sheath of the subject device was buckled, and there fractured at the position of 9 mm which is from the distal end of the sheath. The coil was buckled at the position of 2.5 mm from the distal end, too. Also, the position of needle distal end was crushed, the distal end of the sheath was deformed. The needle was fractured at the position of 15 mm from the distal end, and was crushed which is often seen when cut by something. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concluded that the sheath deformed during extension/retraction of the insertion portion while the bending section of the endoscope was excessively bent, the doctor pressed the distal end of insertion portion onto tissue, and extended the needle by the condition which the distal end of the insertion portion buckled. As a result, the coil bent, the needle distal end crushed, because it was caught in the coil. The doctor cut the needle tube to retrieve. The instruction manual of the subject device warns; [always have a spare instrument available in case the primary instrument malfunctions. Should any irregularity be observed, don't use the instrument; use a spare instead. Don't insert this instrument when the endoscope is angulated.] This report is being submitted as a medical device report in an abundance of caution.